Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display. Blood glucose at the time of incident was 16 mmol/l. The customer stated the insulin pump turned off. The customer was able to turn the display back on, but was unable to bolus. The customer was assisted with adjusting the time and date. The customer stated the set up issue fixed itself. Troubleshooting was not performed. The customer stated he did want troubleshoot the blank display issue, but was running a bolus. The customer then stated he will call back if needed assistance. The device will not be returned for analysis.